Event description:
Reportedly during a CABG procedure the suture kept pulling through the pericaridium. Surgeon stated, sutures felt rougher than usual, like they didn't have coating. Used same suture to complete. No injury reported. No additional information available.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information available for the description of the event is insufficient to support a conclusion that an adverse event did not occur the complaint will be reported to the FDA as an adverse event.